Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) has non-functional therapy electrodes (tes).

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was an open pulse wire in the trunk cable. The cause of the test failure is open pulse wire. The root cause of the open pulse wire was excessive force. No adverse event resulted from the defective belt.